Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was not able to charge the ipg. The patient underwent an ipg replacement procedure, and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to charge the ipg. The patient underwent an ipg replacement procedure, and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.